Event description:
During a routine cataract extraction procedure the patient reportedly experienced a corneal burn which required a suture and a capsular tear. The surgeon indicated that there was no irrigation through the hand piece. The pt is doing fine.